Manufacturer narrative:
Product condition received: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. No blood was found inside the catheter. Product evaluation: an underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. Conclusion: the reported events cannot be confirmed by the evaluation. A review of the device history does not indicate any lot specific issues. (B)(4).

Event description:
The balloon was ruptured and it was replaced with new balloon.